Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was used to deploy a watchman laa closure device. The device was not positioned correctly, so a full recapture was performed. The anchor of the closure device was deformed and a kink on the access system was noted. There were no patient complications and the patient is stable.

Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was used to deploy a watchman laa closure device. The device was not positioned correctly, so a full recapture was performed. The anchor of the closure device was deformed and a kink on the access system was noted. There were no patient complications and the patient is stable. Device evaluated by MFR: returned product consisted of the watchman access system (was). The device was bloody. The hub, sheath, and tip were microscopically and visually inspected. Inspection revealed tip damage (delamination/partial separation) and shaft kinks located 25 mm and 48 mm from the tip of the device. The damage to the device is associated with being used in a procedure, with a watchman delivery system. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.